Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient fell and dislocated hip. Patient disengaged mdm liner from inner hd.